Event description:
Patient with prior admission (B)(6) 2017 with increased ldhs. Ldh improved at discharge to range between 515-448. Patient with home inrs within therapeutic range of 2-3. On home medications of plavix, asa and coumadin. On (B)(6) home ldh 634, (B)(6) powers and flows increased at home with urine normal color. On (B)(6) patient admitted with hemoglobinuria, ldh of 1330 and supratherapeutic inr of 3.2. Heparin got started. Pt taken for emergent exchange (B)(6) 2017 after ldh continued to trend up. Thrombus visualized in pump. Heartmate iii implanted for compassionate care.